Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 25ga 1in had foreign material on the needle hub. The following information was provided by the initial reporter, translated from (B)(6): "dirt was found on the needle hub".

Manufacturer narrative:
The following field was updated due to corrected information: g.5. Is combination product?: no. The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/20/2021. H.6. Investigation: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of these issues, physical and picture samples were returned for evaluation by our quality engineer team. Two samples were found to have a black mark embedded within the hub component. For two of the samples, white foreign matter was found, which was identified as epoxy; the adhesive used to join the cannula to the needle hub. The manufacturer of the microlance needle receives closed cartridges of cannulas from a supplier facility. These cartridges are directly introduced into the assembly machine. The embedded particles in the hub most likely were produced during the molding process. Due to the high molding process temperatures, if gas is not properly expelled, burnt pieces may remain in the mold and appear as black spots. This is a cosmetic defect only as the plastic pieces are embedded into the product without the possibility of detachment. Epoxy is used to join the needle components. It has been determined that a temporary malfunction in the epoxy dosage machine occurred, causing a higher quantity of epoxy to be dispersed and fall onto the affected products. H3 other text : see h.10.

Event description:
It was reported needle 25ga 1in had foreign material on the needle hub. The following information was provided by the initial reporter, translated from japanese: "dirt was found on the needle hub".